Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus issue; the stylus was damaged. Analysis confirmed the reported back door issue; the media bay door was broken. Analysis confirmed the reported software update issue; the hard drive was reconfigured and software reloaded to resolve the issue. Analysis also found the link electronic module (lem) printed circuit board (pcb) assembly was out of specification.

Event description:
It was reported that the back door of the programmer needed to be repaired and the programmer touch pen stylus did not seem to working and needed to be replaced. It was further reported that the programmer was unable to complete a software update. The programmer was returned for service. There was no patient involvement.